Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the reason why the pump was shattered was because the customer fell on the pump. The pump was no longer functional. Customer's blood glucose level was 120 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.